Event description:
(B)(6) clinical trial. It was reported that subsequent to a coronary stenting procedure an in-stent restenosis and myocardial infarction occurred. The patient was diagnosed with q-wave st-elevation myocardial infarction on (B)(6) 2010 and underwent cardiac catheterization that revealed a total chronic occlusion located in the mid to distal right coronary artery(rca) with pre-existing thrombus with a reference vessel diameter of 3.0 mm and a length of 32mm. The target vessel was treated with thrombectomy followed by direct stent placement using a 3.00 x 38mm taxus liberte stent with 0% residual stenosis. The patient was discharged 3 days post procedure on aspirin and prasugrel. On (B)(6) 2013, the subject presented with acute onset of retro-sternal chest discomfort radiating to the left arm. ECG revealed st abnormality suggestive of ischemia with elevation of cardiac enzymes indicating myocardial infarction and underwent cardiac catheterization at the time of the event, the patient was taking aspirin only. The procedure revealed a 80% focal in-stent restenosis of the distal rca was treated with direct placement of a 3.0 x 22 mm non-bsc stent with 0% residual stenosis and a 40% stenosis of the proximal rca was also treated with balloon angioplasty and 0% residual stenosis. The event was considered resolved without residual effects and discharged a day post-procedure on aspirin and plavix.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).